Event description:
Both plates were '130 degree x 25mm' ref# (B)(4). I don't have any lot # info. One plate was completely broken in half and the other was fractured and on its way to a complete break.